Event description:
Same case as MFR report #: 2134265-2012-00025. It was reported that during a stenting treatment procedure, a balloon rupture occurred. An unspecified ion stent was implanted in the left main artery of the patient approximately 5 weeks prior. The patient was brought back to treat the left circumflex (lcx) artery. The physician was able to easily wire through the previously implanted ion stent and place an unspecified promus element plus stent in the lcx artery. The physician then felt that he should further dilate the ion stent in the left main, as it was a 5.0mm vessel diameter. Using a 5.0mm quantum balloon, the balloon ruptured at 12 atm's. Upon removing the quantum balloon catheter, the unspecified guide catheter deep seated into the left main pushing on the proximal end of the ion stent causing it to shorten approximately 5mm on the proximal segment. Due to severe calcification and endothelialization potential in the left main artery, a decision was made not to implant another stent proximally and surgery was consulted. The patient was taken to his room without further complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Device code # 1546 relates to component code # 419. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).